Manufacturer narrative:
A new lens is planned to be implanted. The lens has not been returned for evaluation. Updated: the lens was exchanged on (B)(6) 2017 for a longer, similar diopter lens. The problem is resolved. Lens has been returned for evaluation. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, diopter -10.0/+5.5/x126 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was repositioned due to lens rotation not associated to a low vault. When researching why the lens had rotated, it was discovered that the surgeon had used an incorrect wtw value to calculate the size of the lens. The lens ordered was smaller than what it should have been. The value used was 11.0 but the actual measurement is 11.7. On (B)(6) 2017 the lens was explanted. A new lens is planned to be implanted. The lens has not yet been returned for evaluation.

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in the lens case/vial, no visible damage to the lens. Method code: changed to reflect product evaluation. (B)(4).